Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced are filed under separate medwatch report number.

Event description:
It was reported this was a closure using the pre-close technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a suture break occurred with two proglide devices when the plunger each device was removed. The suture of a new proglide device was successfully pre-placed. The aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is insufficient information to determine a root cause as only the handle was returned. It is possible, there was difficulty related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the sutures of two new proglide devices were successfully pre-placed and used after the procedure to achieve hemostasis. No additional information was provided.